Event description:
Per a report from the legal department the male patient had a bilateral knee replacement on (B)(6) 2013. Approximately 9 years and 3 months after the initial procedure the patient had a bilateral knee revision on (B)(6) 2023 due to pain, swelling and prosthesis wear. Revision operative report of (B)(6) 2023. Intraoperative findings on the right knee showed a large effusion with normal-appearing, noninfected fluid. There was a large amount of synovial hypertrophy secondary to polyethylene liner wear. There was severe wear of the polyethylene liner with delamination and pitting on the medial aspect as well as the posterior spine of the liner. All components were well fixed. The patellar component was also severely worn and thus, revised. The tibial component was well fixed and in good position and left in place. The femoral component was revised and found to have severe osteolysis involving over 50% of the posterior lateral femoral condyle. There is also mild anterior femoral osteolysis. Patient was then taken to the recovery room in satisfactory condition. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04641 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04641 the following sections were updated: g1, g3/g4, h4, h6. The following sections were corrected: b1, b2, b5, d1, d4, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department, the patient had a bilateral knee replacement. Approximately 111 months after the initial procedure the patient had a bilateral knee revision due to pain, swelling and prosthesis wear. Patient was then taken to the recovery room in satisfactory condition. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.